Manufacturer narrative:
A remote service engineer (rse) spoke to the customer biomedical engineer (biomed), who reported that one of the pic ix surveillance (unit- ICU 3 north) sectors displayed the alarm banners (red/yellow alerts), but no audible alarm tones were generated. The biomed stated that at the time of the call, the pic ix surveillance was generating visual alarm banners and audible alarms. The biomed was advised by the rse to check and connect a simulator to confirm the application behavior and alarm notification system and then call back for further assistance if needed. The biomed called back and stated the problem with the pic ix audible alarms had been resolved. Based on the information available and the testing conducted, the cause of the reported problem is unknown, as the issue was resolved by the customer. The cause of the reported problem was not able to be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer resolved issue

Event description:
The customer biomedical engineer (biomed) reported that the yellow and red alerts were not creating audible alarms at the philips patient information center ix (pic ix); visual alarms are working on the pic ix. The intellivue bedside monitors were displaying the alarm banners and announcing the alarm tones. The biomed said the problem occurred with half the intensive care unit (ICU) bedside monitors. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.